Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. It is unk whether the product was changed out. It is unk whether the surgery was completed successfully. There was no pt involvement. Two attempts were made to obtain the unk information.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and plans to submit a follow-up report once the evaluation is completed. (B)(4).